Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an embolization of the gastroepiploic artery, coil placement difficulty was reported. The anatomical location being treated was the gastroepiploic artery. The physician placed another manufacturer's microcatheter. An unk number of interlocking detachable coils 4x8mm were injected through the catheter successfully. The microcatheter lost it's position and dislocated due to blood flow. The physician pulled the microcatheter back. There was a coil that remained in the proximal end of the shaft of the microcatheter. The physician was unaware that the coil had detached in the microcatheter, and used another manufacturer's guide wire to push the coil forward. The coil deployed in the wrong place, between the gastroepiploic artery and the dextra hepatic artery. The physician attempted to retrieve the coil, but was unsuccessful. The pt experienced abdominal pain and was given an unspecified medication. After "a long time", the coil was captured with another manufacturer's snare.